Event description:
It was reported that the procedure was a posterior cervical spine fusion using symphony. The surgery was not affected because there were two devices on hand.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5.5 nav driver ¿ sleeve had no signs of damage or cosmetic defects. A dimensional inspection for the 5.5 nav driver ¿ sleeve was not performed as is not applicable to the complaint condition. A functional test was performed, the shaft and the sleeve were assembled, the assembly feel loose, but it would not disassemble easily. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 5.5 nav driver ¿ sleeve would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot . A review of the receiving inspection (ri) for 5.5 nav driver - sleeve was conducted identifying that lot number mi102005 was released in one batch. Batch1: lot qty of (B)(4) units were released on may 20, 2021 with no discrepancies. Supplier: depuy : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Initial reporter state: (B)(6). Initial reporter occupation: reporter is a j&j sales representative. Device evaluated by MFR, device manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sleeve was disconnecting from the shaft too easily, despite being careful not to hit the release button. It was noticed by scrub nurse that, when connecting the screw to shaft, the sleeve became loose several times. Suspected to be too loose or jamming open. This complaint involves two (2) devices. This report is for one (1) 5.5 nav driver - sleeve. This is report 2 of 2 for complaint (B)(4).